Event description:
As reported, the indicator window of a 6f exoseal vascular closure device (vcd) did not change color when the device was fully withdrawn, and the plug-deployment button could not be pressed, so hemostasis could not be achieved. Manual compression was ultimately used. The procedure was a carotid artery stenting (cas) for stenosis. An 6f non cordis sheath was used. The procedure used a retrograde approach. The physician was certified in the use of the exoseal vcd. There were no visible signs of device or packaging damage prior to use. The suitability of the femoral artery was verified via angiography, including confirmation of a 30¿45 degree insertion angle. The vessel diameter was confirmed to be greater than or equal to 5 mm. Mild calcium or plaque was present at the puncture site. There was no stent near the site, no stenosis greater than 50%, and no prior use of a closure device or manual compression at the target site within 30 days prior to the procedure. No pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm was observed. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked with an audible click, pulsatile flow was observed from the bleed-back indicator, and the exoseal vcd and vascular sheath introducer were retracted together until the bleed-back significantly slowed or stopped. The physician did not have their thumb placed on the plug deployment button during retraction. The device will be returned for evaluation.

Manufacturer narrative:
As reported, the indicator window of a 6f exoseal vascular closure device (vcd) did not change color when the device was fully withdrawn, and the plug-deployment button could not be pressed, so hemostasis could not be achieved. Manual compression was ultimately used. The procedure was a carotid artery stenting (cas) for stenosis. An 6f non cordis sheath was used. The procedure used a retrograde approach. The physician was certified in the use of the exoseal vcd. There were no visible signs of device or packaging damage prior to use. The suitability of the femoral artery was verified via angiography, including confirmation of a 30¿45 degree insertion angle. The vessel diameter was confirmed to be greater than or equal to 5 mm. Mild calcium or plaque was present at the puncture site. There was no stent near the site, no stenosis greater than 50%, and no prior use of a closure device or manual compression at the target site within 30 days prior to the procedure. No pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm was observed. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked with an audible click, pulsatile flow was observed from the bleed-back indicator, and the exoseal vcd and vascular sheath introducer were retracted together until the bleed-back significantly slowed or stopped. The physician did not have their thumb placed on the plug deployment button during retraction. One non-sterile exoseal vascular closure device 6f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in a manufacturing position and the indicator wire was found fully deployed. A 6f non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis no additional anomalies were observed to be reported. A deployment simulation evaluation was performed. During this analysis the indicator wire was pulled to achieve the black/black position in the indicator window, then it was proceeded with the deployment lever full depression, achieving the indicator wire retraction and plug expected deployment. Additionally, the indicator window black/white and red position was obtained as well. A high magnification evaluation was executed to evaluate the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿indicator window no change to indicator¿ was not observed through analysis of the returned device since the device achieved full window transition with successful plug deployment. The exact cause of the issue experienced could not be conclusively determined during analysis. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. Vessel calcification was reported, though. Special patient populations listed in the instructions for use (IFU), where the safety and effectiveness of the exoseal vcd has not been established, include those with a tortuous targeted femoral artery and those with visible calcium/atherosclerotic disease of the puncture site. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device has been received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 6f exoseal vascular closure device (vcd) did not change color when the device was fully withdrawn, and the plug-deployment button could not be pressed, so hemostasis could not be achieved. Manual compression was ultimately used. The procedure was a carotid artery stenting (cas) for stenosis. An unknown non cordis sheath was used. Additional information was requested but not provided. The device will be returned for evaluation.

Manufacturer narrative:
This device is reported to be available for analysis but has not been documented as received at the time of this report. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 6f exoseal vascular closure device (vcd) did not change color when the device was fully withdrawn, and the plug-deployment button could not be pressed, so hemostasis could not be achieved. Manual compression was ultimately used. The procedure was a carotid artery stenting (cas) for stenosis. An unknown non-cordis sheath was used. The device will be returned for evaluation.